Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a software error detected alarm. The blood glucose level was 8 mmol/l. The troubleshooting was not performed. The customer reported that the insulin pump error again. The customer was having this issues last week also. Due to troubleshoot return on second occurrence. Label on back also was not visible anymore. The customer mentioned pump was fallen, screen was damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software error detected was present in the format history file. Problem isolated to the electronic assembly. Insulin pump received with scratched lcd window. Insulin pump label serial number is visible and no damage found.